Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had increasing impedances, high impedances, and high thresholds. The lead will be monitored closely and is still in use. No patient complications have been reported as a result of this event.